Manufacturer narrative:
(B)(4). The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The device was also received with moisture damage on the motor and vibrator assembly. Unable to perform all functional testing including due to frozen display. No moisture/damage on keypad noted. The pump was received with minor scratched lcd window, cracked lcd window, stained end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm and was exposed to moisture/fluid. Customer also reported getting a reservoir leak in the reservoir compartment. Blood glucose level at the time of the incident was 270 mg/dl which customer treated with insulin pump. Customer changed the set and reservoir and got another motor error alarm, blood glucose was 230 mg/dl and treated with a shot. Customer declined troubleshooting for high blood glucose. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. Self-test was performed successfully. The customer was advised that the insulin pump/reservoir would be replaced. The insulin pump and reservoir will be returned for analysis.